Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced around the aortic arch and into the left ventricle (about 8-12mm); the guidewire appeared to be in the apex. It was then noted that the pigtail guidewire had dislodged from the non-coronary cusp (ncc) and could not be repositioned. The valve was pulled back into the ascending aorta while trying to advance the guidewire into the ncc. The patient became hypotensive and an echocardiogram revealed a perforation of the lateral wall and cardiac tamponade. It was determined that the guidewire had lacerated the lateral wall of the left ventricle. Cardiopulmonary resuscitation (CPR) was initiated and a pericardiocentesis was performed. The patient was placed on bypass while the left ventricle (lv) was repaired. It was noted by the physician that the lv tissue was very friable and was not able to hold the sutures well. After the repair was completed, the corevalve was implanted. The patient had extreme pulmonary edema and was not able to be removed from bypass. The decision was made to discontinue the intervention and the patient expired.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
The device model information is corrected from the initial medwatch report. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. As neither an autopsy nor an explant was performed, and the device was not returned for evaluation, a conclusive cause for this event cannot be determined. The report did state that after determining the guidewire had perforated the left ventricle, the physician noted that the patient¿s tissue was extremely friable and not able to hold sutures. The available information suggests the issue was not a device malfunction, but a procedure- and/or patient condition-related issue.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: based on the information provided, the cause of the reported issue cannot be determined. Perforation of the myocardium is a potential procedural complication per the corevalve IFU and can be associated with any cardiac or thoracic procedure, open or catheter-based. Patient death is an inherent risk when the patient condition is such that a valve replacement is needed to sustain cardiac function, and it can occur despite an ideal implant procedure and device functionality. No allegations were made against the device. (B)(6). (B)(4).